Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated.

Manufacturer narrative:
Device has not yet been returned to manufacturer.

Event description:
The dentist reported that patient had implants and crowns placed years ago. Presented to the office for crowns replacement. When the dentist accessed the screws to remove the direct screw retained crowns, the screw head was stripped not allowing him to remove it.